Manufacturer narrative:
B3 and b5: corrected date of event: date the perigraft fluid accumulation was diagnosed.

Event description:
The following information was reported to gore: on (B)(6), 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6), 2015, the patient was reported to have been diagnosed with a superficial femoral artery thrombosis on the left. On (B)(6), 2015, the patient was treated with a left femoral popliteal bypass using a thin-walled gore-tex® stretch vascular graft. On (B)(6), 2016, based on doppler ultrasound (dus) and computed angiography tomography (cta) imaging a local infection of the femoro-popliteal thin-walled gore-tex® stretch vascular graft was suspected and the graft was explanted on april 18, 2016. It was stated that explant surgery showed that "the device was bathed in fluid up to the scarpa level". It was reported that histology showed that it was a lymphocele. The fluid was lymphatic fluid. Bacteriological samples of the periprosthetic liquid, the explanted thin-walled gore-tex® stretch vascular graft and the surrounding tissues, which were taken en block, were sterile. Polymerase chain reaction (pcr) studies were negative.

Event description:
On (B)(6), 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6), 2015, the patient was reported to have been diagnosed with a superficial femoral artery thrombosis on the left. On (B)(6), 2015, the patient was treated with a left femoral popliteal bypass using a gore stent graft. On (B)(6), 2016, based on doppler ultrasound (dus) and computed angiography tomography (cta) imaging an infection of the femoro-popliteal gore stent graft was suspected and the graft was explanted on (B)(6) 2016. It was stated that explant surgery showed that "the device was bathed in fluid up to the scarpa level". It was reported that histology showed that it was a lymphocele. The fluid was lymphatic fluid. Bacteriological samples of the periprosthetic liquid, the explanted goretex prosthesis and the surrounding tissues, which were taken en block, were sterile. Polymerase chain reaction (pcr) studies were negative.

Manufacturer narrative:
B5: updated event description based on new information. Updated section d, and h4 because the lot number was provided. H6-code 3331: the investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. H6-code 213: a review of the manufacturing records indicated the device met pre-release specifications. H6-code 11: further investigation is being conducted.

Manufacturer narrative:
G1: the manufacture plant was updated. Manufacturing site number: 2017233.

Manufacturer narrative:
B5: updated event description b6: added histology reports provided by the hospital. H6-code 4112: the investigation involved the histology results provided by the healthcare professional. H6-code 213: the actual device involved in the adverse event was not returned for testing despite requests. But the histology reports where shared with gore. They clearly show that there was no bacterial infection. All bacteriological samples of the periprosthetic liquid, the explanted gore vascular graft and the surrounding tissues, which were taken en bloc, were sterile. All polymerase chain reaction (pcr) studies were negative. It is concluded that no device infection was present at the time of explant.

Event description:
The following information was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2015, the patient was reported to have been diagnosed with a superficial femoral artery thrombosis on the left. On (B)(6) 2015, the patient was treated with a left femoral popliteal bypass using a thin-walled gore-tex® stretch vascular graft. On (B)(6) 2016, based on doppler ultrasound (dus) and computed angiography tomography (cta) imaging an infection of the femoro-popliteal thin-walled gore-tex® stretch vascular graft was suspected and the graft was explanted on (B)(6) 2016. It was stated that explant surgery showed that "the device was bathed in fluid up to the scarpa level". It was reported that histology showed that it was a lymphocele. The fluid was lymphatic fluid. Bacteriological samples of the periprosthetic liquid, the explanted thin-walled gore-tex® stretch vascular graft and the surrounding tissues, which were taken en block, were sterile. Polymerase chain reaction (pcr) studies were negative.

Event description:
The following information was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2015, the patient was reported to have been diagnosed with a superficial femoral artery thrombosis on the left. On (B)(6) 2015, the patient was treated with a left femoral popliteal bypass. On (B)(6) 2016, an infection of the femoro-popliteal gore stent graft was identified and the graft was explanted on (B)(6) 2016.